Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 207193 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 207193, test base part number 195-430h / lot 203399. The lot met the required release specifications. A review of the complaints reported as false negative (confirmed, unconfirmed and conflicting results) related to kit lot 207193 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Confirmation pcr testing was performed at a laboratory that generated a positive result on (B)(6) 2022. The customer stated she was symptomatic as of (B)(6) 2022 and placed on medication after receiving the pcr test result. The customer confirmed there was no serious injury based on the test result